Event description:
It was reported that the insulin pump alarmed motor error. Nothing further reported.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose motor support disk. The insulin pump had a cracked case window display corners, scratched lcd window and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.